Event description:
2025-may-08: (B)(6); (con): pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that  said they had a hard time connecting to their ins in their hip last night but they finally found it. Patient said they got on the spot and it was like some thing was strong shocking them down below and they remember they were told that would happen. The agent asked the patient if the shocking was from the stimulation of the therapy, and patient said it all depends on their program and how high they want it to go. The patient said that they experienced it before, right after their surgery. Patient mentioned that they have been going to the restroom a lot less today than they had been. The patient confirmed that they are feeling the stimulation on their bike seat area and they are getting 50%% or more symptom relief. The agent reviewed with the patient that they can monitor their symptoms, and if they feel like they are not getting symptom relief, they can switch the program of their therapy. The patient said that their hcp was far from where the patient lived, and the patient said that they could drive to their doctor because their doctor is located 800 miles from where the patient was. Agent sent physician listings to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.